Manufacturer narrative:
The handpiece was received at the MFR for eval, and the repair tech noted that the spindle housing heated up after being run. Several components were replaced and preventive maintenance was performed. The device was repaired and returned to the customer.

Event description:
During repair, it was found that the spindle housing became hot after being run. There was no pt involvement and no adverse consequence reported as a result.